Manufacturer narrative:
(B)(4) date sent: 01/06/2022 d4: batch # u5ec7z device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage and with 2 unformed staples inside of a plastic bag. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the stapler was stuck and had malformed staples which did not form the proper b-shape. As a result, the tissue had to be suture manually. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4) batch # unknown photographic evaluation: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a device from top view with the safety disengaged and the anvil was noted in the closed position. No malformed staples could be observed. Based on the photos the event described cannot be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was received: could you please provide more details for "stapler was stuck"? The staples not formed b shape and make doctor suture could you please clarify if there was any difficult removing the device? No . Was there a change in the procedure? No .